Event description:
A report was received via social media that the patient had an infection and fluid on the spine. It was noted that the patient was diagnosed with lupus. The patient underwent an explant procedure. No further information could be obtained.